Event description:
The product was used during a lobectomy procedure. Reportedly, the instrument was difficult to open. The surgeon was able to remove the divice and complete the procedure. The hospital has reported no patient injury occurred.